Event description:
A healthcare professional reports pt self-tester generated inr 5.5 on protime microcoagulation system and lab result generated inr 3.5. Pt's therapeutic range: 2.5-3.5. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). The cuvette lot number was not provided. Method: actual device not evaluated. Process eval performed. No related ncmrs, complaint trends or CAPA identified.